Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported contamination. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that when unpackaging of the universal bmw ii guidewire (gw) a black spot was noted to be inside the packaging; therefore, the gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.